Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One impl tapered scr-v sbm 3. 7mm 3.5mm 8mm (tsvb8) was returned for investigation. Visual inspection of the as returned product identified significant wear and dark debris (dried blood) about the implant threads and the drive feature, and signs of fracture at the collar. The reported product was located on tooth # 19 and used for approximately 1.5 years. The customer has not provided additional pictures or x-ray images of the product. A device history review was performed and no related non-conformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the implant was fractured. The reported complaint was confirmed following physical inspection of the returned product. A definitive root cause for this complaint could not be determined. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes.'

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Additional PMA/510(k) number - k011028 / k013227.

Event description:
It was reported that the implant was fractured, and was consequently extracted.